Event description:
After an implantation period of approximately 83 months, oversensing and a loss of capture was reported. The lead was explanted and returned to biotronik for analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection showed ligature markings 28 cm distal of the is-1 connector pin. In addition, multiple signs of abrasion could be seen along the lead body. Especially between 12 cm and 14 cm proximal of the tip electrode, the insulation was damaged due to fraying. This damage is with high probability the cause of the clinical complaint. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the intracardiac area. Considerable lead movement and the associated friction at possibly changed tissue should be considered as cause. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The further course of the visual inspection showed that the ring electrode had been pulled out of its adhesive connection. This damage is probably a result of high tensile forces during the extraction process. During the mechanical analysis, a mandrin was inserted into the lead, which was only possible against resistance. For that reason, the fixation mechanics could not be tested. Low impedances could be measured during the electrical analysis, which is due to the above-mentioned insulation defect. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. Al manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.